Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not logging data despite being in use. Although requested by tandem technical support, the customer was unable to upload the pump data logs. Blood glucose level was 215 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.